Manufacturer narrative:
This event is being reported out of an abundance of caution, as the patient had a hemoglobin of 18, which resulted in "very thick" blood, as reported by silk road's executive medical director, and could have contributed to the event. The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trending.

Event description:
Patient underwent a left transcarotid artery revascularization using two stents without post-dilatation. Patient had a positive neruological assessment prior to leaving the or suite. The physician notified slik road personnel that the patient had a small stroke the following afternoon, approximately 24 hours after the procedure. Physician indicated that the patient was "doing okay" but no additional details are known at this time.